Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system after a recent full supply change, with ¿high¿ glucose readings that decreased to 382 mg/dl and then to 253 mg/dl after a guided site-only change using an inset teflon infusion set, with no abnormalities observed on the removed set, cannula, or site. Symptoms included elevated blood glucose. Outcomes included recovery without medical intervention or hospitalization. Investigation included user troubleshooting and education, including infusion site replacement and monitoring of glucose trend. Investigation of this case revealed no device malfunction observed and resolution after site change, consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.